Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the main printed circuit board was defective, and abnormalities inside the device other than the reported phenomena could not be confirmed. Omsc presumed that the reported phenomenon occurred due to main board failure. The cause of main board failure could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the circuit board was defective, causing no display on the front panel. Alarm didn't occur. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the device sounded alarm and went blackout. The subject device was used in combination with otv-s190. There was no report of patient injury associated with the event.